Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen. The force sensor pins were intact and fully inserted into the pcb sockets at the time of evaluation. Review of the pump history revealed two loss of prime warnings associated with zero force. The pump was primed successfully and exercised with no alarms occurring. There was no visible force sensor damage.

Event description:
Evaluation revealed that the pump's display screen was misaligned causing a force sensor connection issue.